Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms the inner ring is broken. A visual also confirms multiple scratches, burrs and deep gouges in the device. The device shows extreme signs of wear/usage. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
G4, h1, h2: further review of this case indicates this is a duplicate report. The event in this report has been already reported under complaint number (B)(4) with FDA reference no. 1020279-2021-08296. All further communication for this event will be managed in case mentioned above, including the results of our investigation. We respectfully request FDA to close this case as a duplicate and refer to the referenced case above.

Event description:
It was reported that, during a thr surgery, the inside snap ring of a tandem uni conv trl -3mm was broken and would not stay on the trial neck. Incident occurred outside the patient. Surgery was resumed, with a delay of less than or equal to 30 minutes, with the same device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).